Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed, however hemolysis and underfill was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for gel air bubbles, hemolysis, and underfill was not observed. 5 tubes were tested for draw volume. All samples are within acceptable criteria. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, underfill/gel air bubbles/hemolysis, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles based on photos only. This complaint has not been confirmed for the indicated failure mode hemolysis and underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br there was under-fill or low draw of a tube with blood, air bubbles in the gel, hemolysis. The following information was provided by the initial reporter. The customer stated: "hospital collection coordination brought us a complaint about these tubes. The vacuum is too weak (lowered) and the gel is full of bubbles. We also noticed that since the month of august the number of tests collected in serum by hemolysis has increased.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br there was under-fill or low draw of a tube with blood, air bubbles in the gel, hemolysis. The following information was provided by the initial reporter. The customer stated: "hospital collection coordination brought us a complaint about these tubes. The vacuum is too weak (lowered) and the gel is full of bubbles. We also noticed that since the month of august the number of tests collected in serum by hemolysis has increased."